Event description:
On july 17, 2009, the facility nurse reported an infus-or pump that was beeping while infusion on a patient. According to the nurse, the batteries were changed, pump would not do anything; no indicators. On july 20, 2009 the facility nurse reported the pump did not advance the syringe to administer propofol to the patient. Another pump was obtained and the patient's treatment was continued. There was no pt injury or medical intervention reported. No additional info is available.

Manufacturer narrative:
(B) (4). Device has been received for evaluation. A follow-up report will be processed upon completion of the evaluation.